Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter is giving inaccurate high readings of ¿234 and 253 mg/dl¿ compared to feeling/normal reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the elevated lfs meter reading issue began on (B)(6) 2014. Based on the alleged elevated readings, the patient increased his insulin regimen by 1 unit and subsequently had hypoglycemic symptoms. The patient obtained the reported elevated readings of ¿234 and 253 mg/dl¿ on (B)(6) 2014 and (B)(6) 2014 respectively. During troubleshooting, the patient confirmed the unit of measurement was set correctly. The test strips were within the discard date. This complaint is being reported because, the patient developed symptoms of hypoglycemia after she increased her insulin regimen based on elevated lfs meter readings.